Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 627076,627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6)2000, (B)(6)2001 and (B)(6)2008), chiari malformation in 2003, epilepsy, bariatric surgery, chromosomal abnormality nos, head injury, gastric bypass in 2002, atopic dermatitis, seizure, benign intracranial hypertension, breast reduction, vitamin deficiency, sciatica, mood swings, headache, posterior fossa decompression, seizure, joint injury, joint pain and motor vehicle accident. She is negative for malignancy. She denierd tobacco. Previously administered products included for prevent pregnancy: depo-provera from 2001 to 2007; for to prevent pregnancy: birth control pills from 2000 to 2001; for seizure: valproate. Concurrent conditions included condom (to prevent pregnancy) since 1998, memory impairment, papanicolaou smear normal, penicillin allergy (anaphylaxis), drug allergy (anaphylaxis;), drug hypersensitivity (anaphylaxis;), allergic reaction to analgesics (anaphylaxis), drug hypersensitivity (dyspnea, sob), shortness of breath, anxiety, obesity and alcohol use (once a month use). Family history included breast cancer (uncle), ovarian cancer (maternal aunt and 4/5 of her daughters), hypercholesterolemia (mother, father), prostate cancer, hypertension (mother , decesed, father), diabetes mellitus (mother , decesed, father), heart enlarged (mother), aneurysm ruptured, copd (father, pgm), coronary artery disease (father), diabetic retinopathy (father), helicobacter gastritis (brother) and mitral valve disease (brother). Concomitant products included anaesthetics (anesthesia), calcium, colecalciferol (vitamin d), cyanocobalamin-tannin complex (b12), duloxetine hydrochloride (cymbalta), iron, multivitamin and pyridoxine hydrochloride (b6-vitamiin ns). On (B)(6)-2008, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("severe anemic condition"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), libido decreased ("not enjoying sex") and abdominal pain lower ("monthly severe lower abdominal pain"). The patient was treated with surgery (total hysterectomy, right salpingo-oopherectomy, left oophorectomy), surgery (hysterectomy to remove the essure device in may-2012) and surgery (total hysterectomy, right salpingectomy, left oophorectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, depression, anaemia, vaginal discharge, fatigue, weight increased, libido decreased and abdominal pain lower outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anaemia, depression, dysmenorrhoea, fatigue, libido decreased, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement. There were 7 coils protruding from the ostium on the right and 5 coils protruding on the left.there was no indication of perforation. There is no evidence of spillage of contrast from the left fallopian tube. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion on (B)(6)2006 patient had MRI of the brain resulted in surgical changes of suboccipital decompression without foramen magnum compression. On 25-nov-2008 patient underwent hysterosalpingogram resulted in findings which most likely represent leakage of contrast into lymphatics and less likely right tubal patency. No evidence of left tubal patency. A follow-up hysterosalpingogram in two months may be helpful for confirmation on (B)(6)2012 patient had multiple longitudinal and transverse sonograms of the pelvis were obtained using the transvaginal approach resulted in normal pelvic sonogram. Essure coils appear in satisfactory position within the uterine cornua. On (B)(6)2012 patient had surgical pathology report: uterus, right fallopian tube, bilateral ovaries, total vaginal hysterectomy, right salpingo-oophorectomy: proliferative endometrium, negative for hyperplasia; bilateral ovaries with no significant histopathologic change; fallopian tube with no significant histopathologic change; negative for malignancy.there are metallic clips present in the bilateral fallopian tube ostia. The left metallic clip is approximately 1.5 cm in length and 0.1 cm in diameter. The coil in the right fallopian tube os is 0.6 cm in length and 0.2 cm in diameter. The myometrium is serially sectioned through the endometrium perpendicular to the cervix-fundus axis to reveal pink-tan myometrium. The endometrium is 0.2 cm thick. There are no focal areas of hemorrhage, cystic structure or bogginess. The full thickness section longitudinal from the cervix to the 10'l'ler uterine segment is submitted for both the anterior and posterior aspects of the specimen. The entire endometrium is submitted. Current weight 280 lbs. Confirming the injuries reported in this case, the following one/ones were reported via medical record: menorrhagia. Batch number: 627076 expiration date: 2010-04 manufacture date: 2008-04 batch number: 627282 expiration date: 2010-05 manufacture date: 2008-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc on (B)(6)2018: plaintiff fact sheet received. Reporter information was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 35-year-old female patient who had essure (batch no. 627076,627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2000, (B)(6) 2001 and (B)(6) 2008), chiari malformation in 2003, epilepsy, bariatric surgery, chromosomal abnormality nos, head injury, gastric bypass in 2002, atopic dermatitis, seizure, benign intracranial hypertension, breast reduction, vitamin deficiency, sciatica, mood swings, headache, posterior fossa decompression, seizure, joint injury, joint pain and motor vehicle accident. She is negative for malignancy. She denied tobacco. Previously administered products included for prevent pregnancy: depo-provera from 2001 to 2007; for to prevent pregnancy: birth control pills from 2000 to 2001; for seizure: valproate. Concurrent conditions included condom (to prevent pregnancy) since 1998, memory impairment, papanicolaou smear normal, penicillin allergy (anaphylaxis), drug allergy (anaphylaxis;), drug hypersensitivity (anaphylaxis;), allergic reaction to analgesics (anaphylaxis), drug hypersensitivity (dyspnea, sob), shortness of breath, anxiety, obesity and alcohol use (once a month use). Family history included breast cancer (uncle), ovarian cancer (maternal aunt and 4/5 of her daughters), hypercholesterolemia (mother, father), prostate cancer, hypertension (mother , deceased, father), diabetes mellitus (mother , deceased, father), heart enlarged (mother), aneurysm ruptured, copd (father, pgm), coronary artery disease (father), diabetic retinopathy (father), helicobacter gastritis (brother) and mitral valve disease (brother). Concomitant products included anaesthetics (anesthesia), calcium, cholecalciferol (vitamin d), cyanocobalamin-tannin complex (b12), iron, multivitamin and pyridoxine hydrochloride (b6-vitamin ns). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 8 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anaemia ("severe anemic condition"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue"), libido decreased ("not enjoying sex") and abdominal pain lower ("monthly severe lower abdominal pain"). The patient was treated with surgery (total hysterectomy, right salpingo-oophorectomy, left oophorectomy), surgery (hysterectomy to remove the essure device in (B)(6) 2012).essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, depression, anaemia, vaginal discharge, fatigue, weight increased, libido decreased, abdominal pain lower, anxiety and dyspareunia outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement. There were 7 coils protruding from the ostium on the right and 5 coils protruding on the left. There was no indication of perforation. There is no evidence of spillage of contrast from the left fallopian tube. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2006 patient had MRI of the brain resulted in surgical changes of suboccipital decompression without foramen magnum compression. On (B)(6) 2008 patient underwent hysterosalpingogram resulted in findings which most likely represent leakage of contrast into lymphatics and less likely right tubal patency. No evidence of left tubal patency. A follow-up hysterosalpingogram in two months may be helpful for confirmation. On (B)(6) 2012 patient had multiple longitudinal and transverse sonograms of the pelvis were obtained using the transvaginal approach resulted in normal pelvic sonogram. Essure coils appear in satisfactory position within the uterine cornua. On (B)(6) 2012 patient had surgical pathology report: uterus, right fallopian tube, bilateral ovaries, total vaginal hysterectomy, right salpingo-oophorectomy: proliferative endometrium, negative for hyperplasia; bilateral ovaries with no significant histopathologic change; fallopian tube with no significant histopathologic change; negative for malignancy. There are metallic clips present in the bilateral fallopian tube ostia. The left metallic clip is approximately 1.5 cm in length and 0.1 cm in diameter. The coil in the right fallopian tube os is 0.6 cm in length and 0.2 cm in diameter. The myometrium is serially sectioned through the endometrium perpendicular to the cervix-fundus axis to reveal pink-tan myometrium. The endometrium is 0.2 cm thick. There are no focal areas of hemorrhage, cystic structure or bogginess. The full thickness section longitudinal from the cervix to the 10'l'ler uterine segment is submitted for both the anterior and posterior aspects of the specimen. The entire endometrium is submitted. Current weight 280 lbs. Confirming the injuries reported in this case, the following one/ones were reported via medical record: menorrhagia. Batch number: 627076 expiration date: 2010-04 manufacture date: 2008-04. Batch number: 627282 expiration date: 2010-05 manufacture date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events anxiety & dyspareunia were added. Concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 627076,627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in 2005, tummy tuck in 2005, cerebral decompression in 2004, chiari malformation in 2003, gastric bypass in 2002, uterine dilation and curettage in 1999, tonsillectomy in 1980, multi gravida, parity 3 ((B)(6) 2000, (B)(6) 2001 and (B)(6) 2008), epilepsy, bariatric surgery, chromosomal abnormality nos, head injury, atopic dermatitis, seizure, benign intracranial hypertension, breast reduction, vitamin deficiency, sciatica, mood swings, headache, posterior fossa decompression, seizure, joint injury, joint pain, motor vehicle accident, tooth pain, nausea, hypertension, dizzy, ear pain, vomiting, seizures, hearing loss, infectious hepatitis, vitamin d deficiency, hyperparathyroidism and abnormal weight gain. She is negative for malignancy. She denierd tobacco. On (B)(6) 2006 patient had MRI of the brain resulted in surgical changes of suboccipital decompression without foramen magnum compression. On (B)(6) 2008 patient underwent hysterosalpingogram resulted in findings which most likely represent leakage of contrast into lymphatics and less likely right tubal patency. No evidence of left tubal patency. A follow-up hysterosalpingogram in two months may be helpful for confirmation on (B)(6) 2012 patient had multiple longitudinal and transverse sonograms of the pelvis were obtained using the transvaginal approach resulted in normal pelvic sonogram. Essure coils appear in satisfactory position within the uterine cornua. On (B)(6) 2012 patient had surgical pathology report: uterus, right fallopian tube, bilateral ovaries, total vaginal hysterectomy, right salpingo-oophorectomy: proliferative endometrium, negative for hyperplasia; bilateral ovaries with no significant histopathologic change; fallopian tube with no significant histopathologic change; negative for malignancy. There are metallic clips present in the bilateral fallopian tube ostia. The left metallic clip is approximately 1.5 cm in length and 0.1 cm in diameter. The coil in the right fallopian tube os is 0.6 cm in length and 0.2 cm in diameter. The myometrium is serially sectioned through the endometrium perpendicular to the cervix-fundus axis to reveal pink-tan myometrium. The endometrium is 0.2 cm thick. There are no focal areas of hemorrhage, cystic structure or bogginess. The full thickness section longitudinal from the cervix to the 10'l'ler uterine segment is submitted for both the anterior and posterior aspects of the specimen. The entire endometrium is submitted. Previously administered products included for prevent pregnancy: depo-provera from 2001 to 2007; for to prevent pregnancy: birth control pills from 2000 to 2001; for seizure: valproate. Concurrent conditions included respiratory tract congestion (respiratory symptoms include) since 2005, cholecystectomy since 2005, condom (to prevent pregnancy) since 1998, memory impairment, papanicolaou smear normal, penicillin allergy (anaphylaxis), drug allergy (anaphylaxis;), drug hypersensitivity (anaphylaxis;), allergic reaction to analgesics (anaphylaxis), drug hypersensitivity (dyspnea, sob), shortness of breath, anxiety, obesity, alcohol use (once a month use), depression, neck pain, back pain, pain in extremity, headache, iron deficiency anemia, vitamin d deficiency, cough, uti, urgency urination, urinary frequency, neck pain, weakness, pain in extremity, memory loss, movements abnormal, loss of balance, difficulty sleeping, sleepiness, migraine, tiredness, snoring, neck stiffness, muscle pain, balance disorder, tremor, blurred vision, neuralgia, muscle weakness upper limb, ear swelling, cough, nasal congestion, nasal discharge, gallbladder removal, neurologic disorder nos, irregular periods (and these can be heavy.), anemic, breast tenderness, bloating, iron binding capacity total high (iron bind. Cap: 491 ug/dl (reference 250-450)), iron serum decreased (iron, serum 17 ug/dl (reference 35-155)), iron saturation decreased (iron saturation 3% (reference 15-55)), hemoglobin low (hemoglobin 9.3 g/dl (reference 11.5-15.0)) and hematocrit low (hematocrit 32% (reference 34-44)). Family history included breast cancer (uncle), ovarian cancer (maternal aunt and 4/5 of her daughters), hypercholesterolemia (mother, father), prostate cancer, hypertension (mother , deceased, father), diabetes mellitus (mother , deceased, father), heart enlarged (mother), aneurysm ruptured, copd (father, pgm), coronary artery disease (father), diabetic retinopathy (father), helicobacter gastritis (brother) and mitral valve disease (brother). Concomitant products included anesthetics, calcium, cetirizine, cyanocobalamin, dexamethasone, iron, naproxen, nsaids, pyridoxine hydrochloride (b6-vitamin ns), sulfamethoxazole;trimethoprim (bactrim ds), vitamin d nos (vitamin d), vitamins nos (multivitamin) and zonisamide (zonegran). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 1 year 8 months after insertion of essure. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2012, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced anaemia ("severe anemic condition"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), libido decreased ("not enjoying sex"), abdominal pain lower ("monthly severe lower abdominal pain/pain lower abdominal"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post-removal complication"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (total hysterectomy, right salpingectomy, left oophorectomy to remove the essure device in (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, urinary tract infection and bacterial vaginosis had resolved and the uterine haemorrhage, depression, anaemia, fatigue, weight increased, libido decreased, abdominal pain lower, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement. There were 7 coils protruding from the ostium on the right and 5 coils protruding on the left. There was no indication of perforation. There is no evidence of spillage of contrast from the left fallopian tube. The patient tolerated the procedure well. Current weight 280 lbs. Patient received treatment for menorrhagia, anemia, uti, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result unknown; on (B)(6) 2009: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2015: there is no intrahepatic lesion suspicious. For hepatoma. The spleen has a maximal diameter of 2 cm and homogeneous echotexture. The pancreas appeared normal. The left kidney has a bipolar length of 12.3 cm and a 3.2 cm unilocular cyst is present in the parapelvic region. The right kidney has a bipolar length of 11.5 cm and normal parenchymal echotexture. There is no nephrolithiasis, hydronephrosis or solid renal lesion on either side. Confirming the injuries reported in this case, the following one/ones were reported via medical record: menorrhagia, headache. Batch number: 627076, expiration date: 2010-04, manufacture date: 2008-04. Batch number: 627282, expiration date: 2010-05, manufacture date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of menorrhagia, vaginal hemorrhage, vaginal discharge were updated as recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 627076,627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2000, (B)(6) 2001 and (B)(6) 2008), chiari malformation in (B)(6) 2003, epilepsy, bariatric surgery, chromosomal abnormality nos, head injury, gastric bypass in 2002, atopic dermatitis, seizure, benign intracranial hypertension, breast reduction, vitamin deficiency, sciatica, mood swings, headache, posterior fossa decompression, seizure, joint injury, joint pain and motor vehicle accident. She is negative for malignancy. She denierd tobacco. Previously administered products included for prevent pregnancy: depo-provera from (B)(6) 2001 to (B)(6) 2007; for to prevent pregnancy: birth control pills from (B)(6) 2000 to (B)(6) 2001; for seizure: valproate. Concurrent conditions included condom (to prevent pregnancy) since (B)(6) 1998, memory impairment, papanicolaou smear normal, penicillin allergy (anaphylaxis), drug allergy (anaphylaxis;), drug hypersensitivity (anaphylaxis;), allergic reaction to analgesics (anaphylaxis), drug hypersensitivity (dyspnea, sob), shortness of breath, anxiety, obesity and alcohol use (once a month use). Family history included breast cancer (uncle), ovarian cancer (maternal aunt and 4/5 of her daughters), hypercholesterolemia (mother, father), prostate cancer, hypertension (mother , decesed, father), diabetes mellitus (mother , decesed, father), heart enlarged (mother), aneurysm ruptured, copd (father, pgm), coronary artery disease (father), diabetic retinopathy (father), helicobacter gastritis (brother) and mitral valve disease (brother). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("severe anemic condition"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), libido decreased ("not enjoying sex") and abdominal pain lower ("monthly severe lower abdominal pain"). The patient was treated with surgery (total hysterectomy, right salpingectomy, left oophorectomy), surgery (hysterectomy to remove the essure device in may-2012) and surgery (total hysterectomy, right salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, depression, anaemia, vaginal discharge, fatigue, weight increased, libido decreased and abdominal pain lower outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anaemia, depression, dysmenorrhoea, fatigue, libido decreased, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement. There were 7 coils protruding from the ostium on the right and 5 coils protruding on the left.there was no indication of perforation. There is no evidence of spillage of contrast from the left fallopian tube. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2006 patient had MRI of the brain resulted in surgical changes of suboccipital decompression without foramen magnum compression. On (B)(6) 2008 patient underwent hysterosalpingogram resulted in findings which most likely represent leakage of contrast into lymphatics and less likely right tubal patency. No evidence of left tubal patency. A follow-up hysterosalpingogram in two months may be helpful for confirmation on (B)(6) 2012 patient had multiple longitudinal and transverse sonograms of the pelvis were obtained using the transvaginal approach resulted in normal pelvic sonogram. Essure coils appear in satisfactory position within the uterine cornua. On (B)(6) 2012 patient had surgical pathology report: uterus, right fallopian tube, bilateral ovaries, total vaginal hysterectomy, right salpingo-oophorectomy: proliferative endometrium, negative for hyperplasia; bilateral ovaries with no significant histopathologic change; fallopian tube with no significant histopathologic change; negative for malignancy.there are metallic clips present in the bilateral fallopian tube ostia. The left metallic clip is approximately 1.5 cm in length and 0.1 cm in diameter. The coil in the right fallopian tube os is 0.6 cm in length and 0.2 cm in diameter. The myometrium is serially sectioned through the endometrium perpendicular to the cervix-fundus axis to reveal pink-tan myometrium. The endometrium is 0.2 cm thick. There are no focal areas of hemorrhage, cystic structure or bogginess. The full thickness section longitudinal from the cervix to the 10'l'ler uterine segment is submitted for both the anterior and posterior aspects of the specimen. The entire endometrium is submitted. Current weight 280 lbs. Confirming the injuries reported in this case, the following one/ones were reported via medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs+mr received, reporter added, lot number received,lab data added indication updated, patient historical and concomitant condiction added, concomitant drug added, family history added.events addedas follows:- vaginal haemorrhage, menorrhagia, depression, dysmenorrhea, haemorrhagic anemia, vaginal diascharge, fatigue, weight increased, loss of libido, abdominal pain lower. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). A hysterectomy was performed to remove essure approximately fours years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 35-year-old female patient who had essure (batch no. 627076,627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in 2005, tummy tuck in 2005, cerebral decompression in 2004, chiari malformation in 2003, gastric bypass in 2002, uterine dilation and curettage in 1999, tonsillectomy in 1980, multi gravida, parity 3 (B)(6)2000, (B)(6)2001 and (B)(6)2008), epilepsy, bariatric surgery, chromosomal abnormality nos, head injury, atopic dermatitis, seizure, benign intracranial hypertension, breast reduction, vitamin deficiency, sciatica, mood swings, headache, posterior fossa decompression, seizure, joint injury, joint pain, motor vehicle accident, tooth pain, nausea, hypertension, dizzy, ear pain, vomiting, seizures, hearing loss, infectious hepatitis, vitamin d deficiency, hyperparathyroidism and abnormal weight gain. She is negative for malignancy. She denied tobacco. *on (B)(6)2006 patient had MRI of the brain resulted in surgical changes of suboccipital decompression without foramen magnum compression. On (B)(6)2008 patient underwent hysterosalpingogram resulted in findings which most likely represent leakage of contrast into lymphatics and less likely right tubal patency. No evidence of left tubal patency. A follow-up hysterosalpingogram in two months may be helpful for confirmation. On (B)(6)2012 patient had multiple longitudinal and transverse sonograms of the pelvis were obtained using the transvaginal approach resulted in normal pelvic sonogram. Essure coils appear in satisfactory position within the uterine cornua. On (B)(6)2012 patient had surgical pathology report: uterus, right fallopian tube, bilateral ovaries, total vaginal hysterectomy, right salpingo-oophorectomy: proliferative endometrium, negative for hyperplasia; bilateral ovaries with no significant histopathologic change; fallopian tube with no significant histopathologic change; negative for malignancy. There are metallic clips present in the bilateral fallopian tube ostia. The left metallic clip is approximately 1.5 cm in length and 0.1 cm in diameter. The coil in the right fallopian tube os is 0.6 cm in length and 0.2 cm in diameter. The myometrium is serially sectioned through the endometrium perpendicular to the cervix-fundus axis to reveal pink-tan myometrium. The endometrium is 0.2 cm thick. There are no focal areas of hemorrhage, cystic structure or bogginess. The full thickness section longitudinal from the cervix to the 10'l'ler uterine segment is submitted for both the anterior and posterior aspects of the specimen. The entire endometrium is submitted. Previously administered products included for prevent pregnancy: depo-provera from 2001 to 2007; for to prevent pregnancy: birth control pills from 2000 to 2001; for seizure: valproate. Concurrent conditions included respiratory tract congestion (respiratory symptoms include) since 2005, cholecystectomy since 2005, condom (to prevent pregnancy) since 1998, memory impairment, papanicolaou smear normal, penicillin allergy (anaphylaxis), drug allergy (anaphylaxis;), drug hypersensitivity (anaphylaxis;), allergic reaction to analgesics (anaphylaxis), drug hypersensitivity (dyspnea, sob), shortness of breath, anxiety, obesity, alcohol use (once a month use), depression, neck pain, back pain, pain in extremity, headache, iron deficiency anemia, vitamin d deficiency, cough, uti, urgency urination, urinary frequency, neck pain, weakness, pain in extremity, memory loss, movements abnormal, loss of balance, difficulty sleeping, sleepiness, migraine, tiredness, snoring, neck stiffness, muscle pain, balance disorder, tremor, blurred vision, neuralgia, muscle weakness upper limb, ear swelling, cough, nasal congestion, nasal discharge, gallbladder removal, neurologic disorder nos, irregular periods (and these can be heavy.), anemic, breast tenderness, bloating, iron binding capacity total high (iron bind. Cap: 491 ug/dl (reference 250-450)), iron serum decreased (iron, serum 17 ug/dl (reference 35-155)), iron saturation decreased (iron saturation 3% (reference 15-55)), hemoglobin low (hemoglobin 9.3 g/dl (reference 11.5-15.0)) and hematocrit low (hematocrit 32% (reference 34-44)). Family history included breast cancer (uncle), ovarian cancer (maternal aunt and 4/5 of her daughters), hypercholesterolemia (mother, father), prostate cancer, hypertension (mother , deceased, father), diabetes mellitus (mother , deceased, father), heart enlarged (mother), aneurysm ruptured, copd (father, pgm), coronary artery disease (father), diabetic retinopathy (father), helicobacter gastritis (brother) and mitral valve disease (brother). Concomitant products included anesthetics, calcium, cetirizine, cyanocobalamin, dexamethasone, iron, naproxen, nsaids, pyridoxine hydrochloride (b6-vitamin ns), sulfamethoxazole;trimethoprim (bactrim ds), vitamin d nos (vitamin d), vitamins nos (multivitamin) and zonisamide (zonegran). On (B)(6)2008, the patient had essure inserted. On (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 1 year 8 months after insertion of essure. In (B)(6)2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6)2012, the patient experienced depression ("depression"). On (B)(6)2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced anaemia ("severe anemic condition"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), libido decreased ("not enjoying sex"), abdominal pain lower ("monthly severe lower abdominal pain/pain lower abdominal"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post-removal complication"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (total hysterectomy, right salpingectomy, left oophorectomy, total hysterectomy, right salpingo-oophorectomy, left oophorectomy and hysterectomy to remove the essure device in (B)(6)2012). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, urinary tract infection and bacterial vaginosis had resolved and the uterine haemorrhage, vaginal haemorrhage, depression, anaemia, vaginal discharge, fatigue, weight increased, libido decreased, abdominal pain lower, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement. There were 7 coils protruding from the ostium on the right and 5 coils protruding on the left. There was no indication of perforation. There is no evidence of spillage of contrast from the left fallopian tube. The patient tolerated the procedure well. Current weight 280 lbs. Patient received treatment for menorrhagia, anemia, uti, bacterial vaginosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Ultrasound abdomen - on (B)(6)2015: there is no intrahepatic lesion suspicious. For hepatoma. The spleen has a maximal diameter of 2 cm and homogeneous echotexture. The pancreas appeared normal. The left kidney has a bipolar length of 12.3 cm and a 3.2 cm unilocular cyst is present in the parapelvic region. The right kidney has a bipolar length of 11.5 cm and normal parenchymal echotexture. There is no nephrolithiasis, hydronephrosis or solid renal lesion on either side. Confirming the injuries reported in this case, the following one/ones were reported via medical record: menorrhagia, headache. Batch number: 627076 expiration date: 2010-04 manufacture date: 2008-04. Batch number: 627282 expiration date: 2010-05 manufacture date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : new events "uti, bacterial vaginosis and post-removal complication" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who received essure for female sterilization. In (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy to remove the essure device in (B)(6) 2012). Essure was withdrawn. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). A hysterectomy was performed to remove essure approximately fours years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis has been sought. Further information will be obtained through the litigation process.